Manufacturer narrative:
(B)(4) .

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient reported a 100 point difference between cgm and bg meter. At the time of contact, no injury or medical intervention was reported.